Event description:
Customer reported that the pump screen was only showing a backlight without any graphics or displays, which affected their ability to interact with the pump. Blood glucose levels were reported to be within normal range. Technical support arranged to replace the pump and instructed the customer on using multiple daily injections as a backup for insulin delivery. The replacement pump was sent to the customer, and guidance was provided on returning the defective unit.